Manufacturer narrative:
(B)(4). Ees team met with the surgeon and observed cases. The surgeon commented that he had fired on the antrum and saw malforms on the inner row. It was discussed that the tissue at the antrum was very thick and this may have contributed to the malforms.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.device was not released by customer. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an open duodenal switch procedure, unformed staples were noticed after the device was fired close to the antrum of the stomach. The inner row of staples closest to the knife blade on the patient side did not form. The problem was corrected by over-sewing and imbricating the staple line. Another device was used to complete the rest of the procedure. There was no adverse consequence to the patient. Customer will not release device at this time.

Manufacturer narrative:
(B)(4)